Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the explanted micro-stent was returned and investigated. The micro-stent was visually examined under a microscope and photographs were taken. The implant was returned covered with flaky dried material. Examination of the returned device did not reveal any physical anomalies or damage. Visual comparison was made between the returned micro-stent and a new stent. The results indicated the two micro-stents to be identical, including the length, the presence of the 3 retention rings, and 8 rows of 8 holes. There were no visual anomalies found in comparison between the two stents. There is no actionable root cause for this report. The returned device was conforming in all aspects. It cannot be conclusively determined from the available information whether the report was due to implant migration or under-insertion. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following implant of a intraocular pressure lowering implant, the device was removed due to increased risk of endothelial touch. There was bleeding 360 degrees post implant which was resolved 1-day post explant. Upon removal of the device, the patient experienced uncontrolled intraocular pressure (iop). The patient was admitted to the hospital. Paracentesis was performed and medication was administered. The patient's iop regulated. Topical hypotensive treatment continues.